Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Review of latitude data for this implantable cardioverter defibrillator (ICD) revealed an alert for shock lead impedance measurements that were high out of range. Technical services (ts) advised that the device be interrogated in clinic. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon. Review of latitude data for this implantable cardioverter defibrillator (ICD) revealed an alert for shock lead impedance measurements that were high out of range. Technical services (ts) advised that the device be interrogated in clinic. No adverse patient effects were reported. Currently, this ICD remains in service.